Manufacturer narrative:
(B)(4): the customer reported that "during switch-on [the device] only shows the start image and/or started over and again." No pt involvement or adverse pt impact was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that "during switch-on [the device] only shows the start image and/or started over and again." No pt involvement or adverse pt impact was reported.